Manufacturer narrative:
Evaluation summary: product inquiry states the target device gamma3 to be the subject product. No further associated products were reported. A physical examination could not be carried out as the device was not returned to stryker kiel. A review of the device history could not be carried out as the lot code of the reported instrument is unknown. Thus, a reasonable examination and investigation was not possible. The reported event (¿nail locking with the target device was not possible¿) could not be confirmed. With the information given the exact root cause could not be determined. The file will be closed formally in accordance to our procedures. In case the item and / or substantive information will become available in future the file will be reviewed and reopened. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified. Device not returned.

Event description:
It was reported by the nurse that a nail locking with the target device was not possible. A replacement was available to complete the surgery.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
It was reported by the nurse that a nail locking with the target device was not possible. A replacement was available to complete the surgery.